Manufacturer narrative:
Other applicable components are: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal hydromorphone (concentration and dose unknown) via an implanted pump for non-malignant pain and degenerative disc disease. MRI compatibility guidelines were requested and it was noted the procedure was not due to a problem with the device or therapy. However, it was also reported the MRI was to find out why the patient's legs gave out from under her. The doctors could not figure out why she had no function in her legs. The event date was noted as (B)(6) 2017. It was further reported, the patient thought she had a new catheter put in, but she was not sure. The patient did not know if they just fixed the catheter that was dislodged, or they put another one in. The patient thought she had the surgery back on (B)(6) 2017 to resolve the catheter. It was noted the patient was pretty out of it because she was in the hospital and in rehab for a month and a half. The event date was asked and unknown. The patient was due for a pump refill on (B)(6) 2018 and she did not want anyone reaching out to her hcp for further information. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Continuation product ID 8731sc serial# (B)(4) implanted: 2011 (B)(6) explanted: product type catheter section information references the main component of the system and other applicable components are : product ID 8731sc serial# (B)(4) ubd: 2012 (B)(6), (B)(4) implanted: 2011 (B)(6) explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient¿s weight at the time of the event was (B)(6) pounds. The cause and circumstances that led to the catheter becoming dislodged was unknown. Replacement/revision of the catheter resolved the catheter having become dislodged. It was further noted that the catheter had been replaced and everything was working fine now. As per the manufacturer¿s device registry, the catheter was revised on 2018 (B)(6) (the catheter with serial number (B)(4) remained partially implanted and model 8598a distal revision kit with serial number (B)(4) was implanted on 2018 (B)(6)). Regarding the patient having been described as pretty out of it and was in the hospital and rehabilitation for a month and a half, it was noted that the patient was in the hospital for three weeks and medicated for migraines. The migraines did finally go away before rehabilitation. There was no device concern once the catheter was put in and their neurostimulator was removed. Regarding clarification of the patient¿s legs going out and there was no function to the patient legs, it was noted as being exactly what it says, but no device concern. Magnetic resonance imaging (MRI) was performed and was negative as to what was causing the legs to give out. Steps taken to resolve the legs giving out and no function in the legs included the patient having been sent to rehabilitation to build strength in their legs. Regarding if the symptoms resolved, it was indicated that there were no migraines and the patient was still using a walker, but their legs were still giving out.